Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the image was not displayed because dust or dirt was adhered to the contacts of the electrical connector and caused communication failure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was not confirmed. The cable boot was pulled, and the transformer was bad. The cable boot needed to be reinstalled. Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the high-definition camera head presented no image. The issue was found at reprocessing. No patient harm reported.